Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the field representative reported trouble with interrogating this subcutaneous implantable cardioverter defibrillator (s-ICD) while in-clinic. The field representative also reported hearing one beep when interrogation was successful. Boston scientific technical services (ts) discussed beeping is normal upon interrogation of the device. The field representative confirmed the device checked out normally and that there were no events and sensing was good. The device remains in service. No adverse patient effects were reported.